Event description:
Boston scientific received information that at a routine follow up ventricular fibrillation episodes were noted on this cardiac resynchonization therapy defibrillator (crt-d) with diverted charges due to myopotentials. Asystole for > 2 seconds was also noted on the ventricular channel. At this time the device was reprogrammed and both the crt-d and the right ventricular (rv) lead remain implanted. A follow up has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.